Manufacturer narrative:
Continuation of concomitant products: 8637-40 neuro pump implanted on (B)(6) 2019; 8709 catheter implanted on (B)(6) 2006.

Event description:
It was reported by the patient that there is an issue with the pacing lead. The patient noted that the lead is not connected properly to the implantable pulse generator (ipg). The pacing lead and the ipg remain in use. No patient complications have been reported as a result of this event.